Manufacturer narrative:
D10 - concomitant product: 72203012, dense tis shaver plus 72203012 truclear, (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy procedure using a truclear handpiece, the handpiece suddenly started to rotate very fast, and the dense plus blade was not functioning. Black plastic debris was found inside the handpiece and in the tissue trap connected to the handpiece. The procedure was stopped, and checks were performed. There was no visual damage to the shaver blade or connector. The handpiece and shaver blade were replaced with another handpiece and shaver to complete the procedure. There was no patient injury.